Event description:
It was reported that prior to use with 10 bd vacutainer® k2 edta (k2e) 7.2mg blood collection tubes there was a mix of product and labels reference 3ml and 4ml. The following information was provided by the initial reporter: it's found a mix of product inside one rack, that indicates to be for 4ml, but the labels in tubes inside of it show tubes of 3ml and of 4ml.

Manufacturer narrative:
Investigation summary: bd had not received samples, but 1 video was provided for investigation. The video was reviewed and the indicated failure mode for mixed product with the incident lot was observed. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality non-conformances during manufacturing of the product.

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. (B)(4).

Event description:
It was reported that prior to use with 10 bd vacutainer® k2 edta (k2e) 7.2mg blood collection tubes there was a mix of product and labels reference 3ml and 4ml. The following information was provided by the initial reporter: it's found a mix of product inside one rack, that indicates to be for 4ml, but the labels in tubes inside of it show tubes of 3ml and of 4ml.